Event description:
Prior to radiation therapy, when the saline in the gliasite was attempted to be removed, the device could not be deflated. A surgical procedure under local anesthesia was performed to remove the device. There were no complications. Another gliasite device was implanted without event. Radiation therapy was delivered later that same day.